Manufacturer narrative:
(B)(4): eval, results: root cause of event is undetermined due to limited info. Stent damage, failure to deliver the stent. Eval, conclusions: root cause of event is undetermined due to limited info. Eval summary: the device was returned to the mfg facility for eval. The proximal part of the stent was positioned as per specifications. The distal part of the stent had segments overlapping the distal marker band. The 1st, 2nd, 3rd and 4th distal stent segments were raised, deformed and pulled distally over the distal marker band. Negative preparation was performed on the device with no issues noted. The balloon was inflated to 9atms (nominal pressure) with no issues noted.

Event description:
The physician was attempting to implant a 3.0 mm diameter x 18 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in a pt. The device failed to deploy. No clinical sequelae were reported. No further info is currently available.